Event description:
An adverse event while the device was in use. The pump was programmed to deliver morphine 1mg/ml in the pca+continuous mode, with a 1mg/hr continuous rate, a 1mg pca dose, an 8 minute pt lockout, and a 30mg 4 hour limit. It was reported that "approximately" 10 hours post-operatively, the nurse noted the pt had "a decreased respiratory rate" and called a "code." The pump was removed from clinical service. It was reported, "the pt was treated with unspecified dose) narcan and recovered." Therapy was resumed using an unspecified oral narcotic. The pump was evaluated at the user facility and a pump history was downloaded. It was reported, "a review of the history indicated there were a total of 178 unmet pt demands but there were no programming errors." The customer contact reported, "the event had nothing to do with the pump or the settings because there was no pump malfunction. The pt got a little too much morphine." Though requested, no additional info was provided.